Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-8815 with lot 7152715, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 100 mmh2o. The valve was visually inspected; the needle guard was little dislodged. The valve was leak tested no other leak than the needle guard was noted. The complaint was confirmed. Root cause analysis - the root cause for the issue reported by the customer is due to the dislodged needle guard, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported hakim valve (ID 823832) was leaking cerebrospinal fluid (csf) from the needle chamber during the procedure. The procedure was completed with a replacement product available. No patient injury reported, and the event did not lead to surgical delay.